Event description:
It was reported that the patient has been experiencing an increased in seizures and is needing to have their device checked. No other relevant information has been received to date.